Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high impedance. A gradual impedance rise was noted. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).